Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular), observed on (B)(6) 2016. The lens was exchanged for a longer lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The correct event date reported was (B)(6) 2016'. Device evaluation: product evaluation found that the lens was returned in liquid and in the lens case/vial. Visual inspection found the lens to have no visible damage. Dimensional inspection found lens is in specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).